Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose input connector and when the connector moved, the image lost focus and got scrambled. The issue occurred during an unspecified procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additinal information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loose connector resulting in flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.